Event description:
It was reported that; on (B)(6) 2015, es2 (l3-5) surgery was performed. The bone of patient had become hard, so the surgeon could not insert the probe into over half of the vertebral body of l5 left side. After that, when he was tapping with 4.5mm tap, the tip of the tap was broken at over half of the vertebral body. At that time, the guide wire was bent at a point 2cm from the distal end. The broken part of the tap was removed from the patient, the surgery was finished.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment. Results: the device was confirmed fractured upon investigation of the returned product. Manufacturing files were reviewed and no anomalies were found. The visual inspection implicates the tap likely fractured by torsional overload. The probable root cause of the tip fracture is likely due to the over-torque of the tap and not using the awl for hole preparation. Conclusion: the probable root cause of the tip fracture is likely due to the over-torque of the tap and not using the awl for hole preparation.

Event description:
It was reported that; on (B)(6) 2015, es2 (l3-5) surgery was performed. The bone of patient had become hard, so the surgeon could not insert the probe into over half of the vertebral body of l5 left side. After that, when he was tapping with 4.5mm tap, the tip of the tap was broken at over half of the vertebral body. At that time, the guide wire was bent at a point 2cm from the distal end. The broken part of the tap was removed from the patient, the surgery was finished.